Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) on2022, a 25mm portico valves was selected for an implant using a small flexnav delivery system. The implant depth was 3-5mm and the patient did not have a horizontal aorta. The sizing of the annular dimensions was perimeter 71mm. There was not sufficient calcium for the valve to ancho. During the procedure, the valve was loaded into a small flexnav delivery system. Predilation was done using a 18mm non-abbott balloon. The depth of valve was checked prior to final deployment (80%). Upon checking that depth is optimal, deployment button was depressed and valve was released. The user believes there was tension exerted on the pre-shaped wire. However, at the final release the valve migrated. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration and the migrated valve did not block a coronary artery or arteries. The valve was snared towards the ascending aorta. The physician is aware of the IFU warning against snaring the valve. Decision was then made to deploy a 2nd 25mm portico valve in a valve in valve procedure. The valve was loaded and deployed successfully with no complication and the patient remains stable throughout the procedure.

Manufacturer narrative:
An event of the valve migrating after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, deployment or retraction difficulties. Information from the field indicated that there was not adequate calcium for anchoring and that there was tension from the pre-shaped wire, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.